Event description:
It was reported that a patient underwent an unknown spinal procedure for a herniated disc. During the procedure, "an excessive increase of heat of the instrument caused a burn in the patient. It was likely that 100 watts maximum power of light source had not been respected." No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that visual review of the instrument identified illuminator light source that appeared to be exposed to high heat, as evidence by discoloration / melting of the optical fibers. Conclusion: the damage is consistent with exceeding power limits of the instrument during usage.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.